Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 836417 with an expiration date of 31-jan-2026. Calibration was last performed on (B)(6) 2025 with acceptable results. Qc was acceptable. One abnormal aspiration alarm was observed on the alarm trace data on (B)(6) 2025. The field service engineer (fse) replaced various parts of the instrument for periodic maintenance, and the cell lamps. A general reagent issue can be excluded as calibration and qc were acceptable. The specific root cause could not be identified, however, the service maintenance actions resolved the issue.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 303 analytical unit. The initial result was 14.5 mg/dl. As this result was above the reference range, the sample was repeated. The repeat results were 8.83 mg/dl and 8.97 mg/dl. The repeat result of 8.83 mg/dl was believed to be correct.